Manufacturer narrative:
Citation: dupont c et al. Source-case investigation of mycobacterium wolinskyi cardiac surgical site infection. J hosp infect. 2016 jul;93(3):235-9. Doi: 10.1016/j.jhin.2016.03.024. Epub 2016 apr 16. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who underwent surgical reduction of a symptomatic aneurysm of the ascending aorta. The procedure consisted of aortic valve replacement with implant of a 27 mm medtronic ats mechanical valve (serial number not provided) in association with aortic reconstruction using a non-medtronic vascular graft. Thirteen days following the procedure, the patient was mildly febrile, but discharged in good general status. Two days later, the patient presented with a fever and transesophageal ultrasonic cardiography revealed a peri-prosthetic collection. Antibiotic therapy was initiated. Nineteen to twenty-one days after the surgery, blood cultures were positive for a slow-growing gram-positive rod. The patient experienced a transient ischemic attack and a transesophageal echocardiogram showed a mobile image inside the prosthetic aortic graft. Subsequently, twenty-three days after the initial aortic surgery, the patient underwent emergency surgical replacement of the mechanical aortic valve and the aortic vascular graft with a vascular homograft (manufacturer not identified). Vegetation samples from the mechanical aortic valve obtained during the replacement surgery confirmed the presence of mycobacterium wolinskyi. Following the replacement surgery and additional antibiotic therapy, the patient¿s status improved and was discharged sixteen days later. No additional adverse patient effects or product performance issues were reported.